Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was explanted and replaced with leadless pacemaker. The patient remained in stable condition.